Event description:
It was reported that the customer received the motor error alarm on the insulin pump while rewinding. The customer mentioned that there were other motor error alarms in the alarm history of the insulin pump. The customer's blood glucose was normal and did not require medical treatment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery and displacement test due to constant motor error alarm. The insulin pump has cracked reservoir tube lip.